Manufacturer narrative:
Intermittent button response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection.

Event description:
Customer's physician reported via phone call that the buttons were not responsive. Customer's blood glucose was over 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.